Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The failed upstream occlusion testing was confirmed. The cause was undetermined. If any additional info is received a follow up will be sent. The upstream sensor was replaced.

Event description:
During the eval of a returned spectrum infusion pump, testing data found the unit failed upstream occlusion testing at 40 ml/hr. Any pt involvement, injury or medical intervention is unk since this item was found during eval of the device. No additional info is available.